Event description:
Two resident assistants were transferring resident from bed to wheelchair using vander lift with large sling. During transfer stitching holding shoulder support loops ripped part way off sling. The shoulder support loop on the side that stitches ripped free from, came off hanger bar assembly hook. The resident fell backward striking his head on the floor. The resident's legs and torso remained supported by the three sides of the sling which remained attached to the hanger bar hooks.